Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Lower bowel cancer. What type of bowl resection was performed? Sigmoid resection. What healthcare professional fired the device and what is his/her experience with the device? Dr - 15+ years colorectal and bariatric trained surgeon. Did the healthcare professional experience any issues with the device during the procedure? If so, please explain. No. Where in the green gap setting scale was the indicator located prior to firing? Unk . Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Complete. Was a complete transection of the washer confirmed? Unk. Was a leak test performed? If so, what was the result? Unk. Were there any staple formation issues identified at any point in patient care? No. How long after the initial procedure was the leak identified? 1-2 hours post op. How was the leak addressed? Unk. What is the current status of the patient? Patient is doing well. Stayed 1 extra day in hospital.

Event description:
It was reported that following a bowel resection, patient had a post op leak on a bowel resection.